Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had loose and exposed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the needle driver did not collide with any other instruments during the case. The instrument cables were seen to be exposed upon introduction into the robot. This was not seen prior to that point. There were no reports of fragments falling into the patient. Customer did not use the instrument during the procedure further so the complete function and motion was not performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did exhibit signs of residue that would have contributed to the broken cable. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for inputs 5 (pitch), 6 (grip), 7 (grip), located inside the backend of the instrument. The complaint regarding [add complaint details] was confirmed by failure analysis. Common causes of dislodged grip cables are attributed to damage to the cable during use or during reprocessing. Common causes of residue on instrument clamping pulleys and corroded/contaminated instrument bearings are attributed to improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.